Manufacturer narrative:
B3/d10: event date: the event occurred on an unspecified date in april 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the white twist sleeve and the main body (light blue) of a minicap transfer set. This was further described as ¿the white twist clamp was broken, and the catheter was blocked" also ¿the transfer set was not able to be fully closed¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed separation between the main body and twist clamp possibly due to broken occlude feet. The reported condition was verified. The cause of the damage was undetermined; however, potential causes of occluder damage include exposed to foreign solvents, dyes, or cleaning agents or over torquing of the twist sleeve during use. Should additional relevant information become available, a supplemental report will be submitted.